Event description:
It was reported that while the customer was performing fam in left atrium with a lasso, the lasso became entangled in the mitral valve. The customer worked for approximately an hour to free the lasso from the chordae. Eventually the lasso was freed and removed, however the valve was damaged in the process. The caller reports "severe mitral regurgitation" observed by echocardiography. The patient is reported to be stable and will be transferred to ccu for observation. The case was not completed.

Manufacturer narrative:
Additional information provided by the affiliate: the event reported states that during pvi, circular mapping catheter entrapped in mitral valve leading to disruption of subvalvular apparatus and severe mitral regurgitation, as well as embolism of catheter electrode to mid lad. The patient was under elective mitral valve repair two weeks after the procedure and required hospitalization. The customer confirmed that this event is a possible device related and procedure related but it is still not clear the reason why the catheter became entangled and the electrode dislodged. The procedure/ condition treated were an afib and no reprocessed or reused catheters were used during the case. Concomitant products: carto 3 system us. Catalog # fg540000 serial # (B)(4). Stockert 70 rf generator. Us catalog # s7001 serial # (B)(4). Coolflow irrigation pump. Us catalog # cfp002 serial # (B)(4). Webster cs catheter with ez steer. Technology and auto ID. Us catalog # bd710fj282ct lot # 15447184m navi-star, thermo-cool, electrophysiology catheter. Us catalog # ni75tcdh lot # 154508668m. Soundstar 3d diagnostic ultrasound catheter 10f. Us catalog # sndstr10 lot # s10536175. A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).

Manufacturer narrative:
(B)(4). The catheter was visually evaluated and it was found that the tip was cut; therefore, no further analysis could be performed. Additional information received from the customer revealed that the tip was cut by them for internal investigation. All catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. A DHR review was performed and no anomalies were found related to this complaint. Furthermore, the review indicates that the catheter was manufactured in accordance with the documented specification and procedures. The complaint condition could not be confirmed.